Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to provided information, the safety valve pull magnet, which controls the opening and closing of the safety valve, was replaced. The safety valve pull magnet was not returned for investigation. Provided ventilator logs confirm the reported failed internal leakage and safety valve tests during pre-use check. The cause of the reported failed tests has not been conclusively determined but it was most probably due to an anomalous safety valve pull magnet.

Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).